Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The rep found that the image acquisition system (ias) was operating slowly. The rep replaced ias computer and power switching board. The imaging system then passed the system checkout and was found to be fully functional. The computer has not been received for evaluation. The power switching board was received and is currently under analysis.

Event description:
A medtronic representative reported that the site was experiencing slow booting of their imaging system. No patient was present.

Manufacturer narrative:
The computer for the imaging system was received by the manufacturer for evaluation. Testing found that the led indicator of the hard drive did not illuminate. It was noted that the hard drive intermittently lost functionality.

Manufacturer narrative:
The analysis on the power switching board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.